Event description:
It was reported that the bd q-syte¿ luer access split-septum had a defective valve. The following information was provided by the initial reporter translated from french: "huber needle defective at the anti-reflux valve."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum had a defective valve. The following information was provided by the initial reporter translated from french: "huber needle defective at the anti-reflux valve."

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval: yes. Returned to manufacturer on: 21-jul-2022 investigation summary: bd received a q-syte closed luer access port from lot 0335696 for evaluation. A non-bd extension set was also returned attached to the unit. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no visible defects to the unit's components. Next, an attempt was made to replicate the reported event. The extension set was flushed through the luer hub while the clamp was engaged. Liquid was observed leaking from the top disk slit of the q-syte. Next, the q-syte was dissected to inspect the septum. The bottom disk was found to have a quarter circle tear on the bottom disk slit near the center. This tear did not extend to the column wall, however, the type of damage observed likely prevented the bottom disk slit from completely closing and led to the observed leak. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect. The device was received opened and used so a definitive root cause could not be determined as this type of damage can occur during manufacturing or clinical use. During manufacturing, damage to the septum may occur due to burred tooling, poor blade quality, misalignment of parts/probe, or from a sharp edge from adhesive buildup. Additionally, the use of a needle or blunt cannula to access the device may also result in the tearing of the bottom disk slit.